Manufacturer narrative:
Investigation summary: the o-ring was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "o-ring damage" event was not confirmed since the device was not returned and no supporting evidence was provided. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the failure can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that during the implant procedure the surgeon appeared to be twisting/rotating the pump as he was attempting to insert the inflow cannula into the left ventricle through the sewing ring. After a few attempts, the pump was pulled back out and it was noted that the o-ring broke. A new ventricular assist device (vad) was opened and the o-ring was removed from that pump and placed on the original pump that was already prepped and in the chest. No patient complications have been reported as a result of this event.